Event description:
Reportedly, on (B)(6) 2018, the patient fell due to syncope and was hospitalized in emergency. It was reported that the patient had a complete av block. The pacemaker could not be interrogated and, according to the patient, no follow-up was performed within the last 4 years. The leads were then tested and their normal functioning was observed. The pacemaker was replaced on that day and will be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2018, the patient fell due to syncope and was hospitalized in emergency. It was reported that the patient had a complete av block. The pacemaker could not be interrogated and, according to the patient, no follow-up was performed within the last 4 years. The leads were then tested and their normal functioning was observed. The pacemaker was replaced on that day and will be returned for analysis.